Manufacturer narrative:
The cartridge was not retained for investigation. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
On wednesday (B)(6) 2015 the htn reported that on monday (B)(6) 2015 the patient experienced itching, nausea and vomiting during treatment. The patient was given intravenous medications to resolve the symptoms. Dimenhydrinate 50 mg IV for n&v, diphenhydramine 50 mg IV for the itching. There was no additional treatment reported necessary.